Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system upgrade failed due to a software issue. A field service engineer remotely assisted the customer to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system encountered a failure during a software upgrade. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.